Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. After a non-bsc guide wire was advanced, an 8mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during advancement of the device over the guide wire, two bends were noted on the shaft and the device subsequently broke approximately halfway down the shaft. The device was completely removed from the patient's body and the procedure was completed with another 8mm x 3.25mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was fine.